Manufacturer narrative:
Concomitant products: product ID 8709, lot# j11339r25, implanted: (B)(6) 2002, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a physician questioned whether or not the patient had a possible catheter leak. The caller, a healthcare provider (hcp) in the nuclear medicine department, was asked to perform an imaging study on the catheter. The caller was given the protocol for performing an indium dye study. No patient symptoms were reported. The device system was used to deliver morphine.